Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support assisted the customer in resetting the pump, with no recurrence of the malfunction code post-reset. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.